Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
Its was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose (bg) was 455-750 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed by a correction bolus via the pump. Customer went to the emergency room and was ultimately admitted to the intensive care unit for the elevated bg. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2022. Tandem technical support (tts) performed a system check and the pump is functioning as intended. Reportedly, the customer is using fiasp insulin. Tts informed the customer that fiasp insulin is off label per the tandem user guide.